Manufacturer narrative:
Evaluation summary :kinks were evident on the hypotube from distal to the strain relief. A kink was evident on the distal shaft proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th distal stent wrap with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 70-80% stenosis in the proximal circumflex. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was initially pre-dilated with a sprinter legend spl25015x but it failed to cross the lesion and the doctor then pre-dilated with a sprinter legend spl20010x device. There is no issue noted with the spl25015x prior to use. The resolute onyx device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that due to the 90 degree vessel angulation the resolute onyx device failed to cross the lesion. The vessel was left untreated. No patient injury is reported. Stent deformation found on analysis.